Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as radiographs were provided and reviewed by a health care professional. Review of the available records identified that there is lucency at the metal-bone interface of the tibial component at the medial tibial tray and along the tibial stem laterally and there is osteolysis involved. There is also focal osteolysis along the lateral femoral condylar aspect of the femoral component. No product was returned; therefore, visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no related deviations or anomalies during manufacturing. The primary op notes were provided and found no intra-operative complications. A definitive root cause cannot be determined. Per package insert 87-6204-022-23 rev a persona the personalized knee system: the loosening is the known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: psn fem ps cmt ccr nrw sz 9 r, catalog #: 42500006602, lot#: unknown; all-poly patella cemented 35 mm diameter, catalog #: 42540200035, lot#: 63479786; articular surface fixed bearing posterior stabilized (ps) right 10 mm height, catalog #: 42522400710, lot#: 63398939. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to tibial loosening, osteolysis and subsidence.